Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 30s mg/dl. The customer was treated for the low blood glucose with glucose tablet and ate food. Customer¿s blood glucose level was unknown at the time of the call. Customer states that in (B)(6) (about (B)(6) 2017), she had blood glucose of 136 mg/dl and then her blood glucose dropped to 30s in like 10 minutes without saying anything. Customer states that this occurred twice in one day. Customer states that healthcare professional's did not think it was the pump. Customer stated that she looks at the drive support and she does not know blood glucose at time when crack occurred. Customer stated that at first pump had horizontal crack and then she noticed a little vertical crack. The product was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads. No loose drive support anomaly noted.